Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced a "potential vascular occlusion of superior labial artery" after being injected in the lips with juvéderm volbella® xc. Patient did not report pain and injector did not note any blanching at time of injection. Patient had a dusky area around upper lip following injection that appeared to spread over a couple of minutes. The event was further described as ¿some area of ? Bruise & dusky color under l [illegible] post injection of filler. [Illegible] to upper l lips- concern was superior labial artery.¿ injector immediately began protocol for removal using hyaluronidase. On the same day, the patient was treated with hylenex®, warm compresses, and ¿asa¿. On the following two days hylauronidaise, warm compress, gentle massage, and aspirin were repeated. The patient was seen on the following day. The full resolution of bruising occurred 4 days later. Capillary refill was noted and patient is doing well. No anticipation of necrosis; patient fully resolved with no problems.